Manufacturer narrative:
This report is associated with (B)(4), biotene dry mouth mouthwash.

Event description:
'Burnt mouth' [burned mouth]. 'Stinging sensation' [stinging]. Dryness of mouth worsened [mouth dry aggravated]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6) female patient who received glucose oxidase, lactoperoxidase, lysozyme (biotene dry mouth mouthwash) mouth wash (batch number (B)(4), expiry date 31st january 2018) for dry mouth. On (B)(6) 2016, the patient started biotene dry mouth mouthwash at an unknown dose and frequency. On (B)(6) 2016, 0 min after starting biotene dry mouth mouthwash, the patient experienced burned mouth (serious criteria gsk medically significant), stinging and mouth dry aggravated. Biotene dry mouth mouthwash was discontinued on (B)(6) 2016 (dechallenge was negative). On an unknown date, the outcome of the burned mouth, stinging and mouth dry aggravated were not recovered/not resolved. It was unknown if the reporter considered the burned mouth, stinging and mouth dry aggravated to be related to biotene dry mouth mouthwash. Additional details: the consumer's daughter and the consumer herself reported that on first use of the new formulation of biotene dry mouth mouthwash, they had [?]burnt mouth and described it as a stinging sensation and the dryness of their mouth worsened'. They went to see a doctor and were asked to return on monday ((B)(6) 2016). The doctor simply advised them to discontinue the product, but no treatment or medication was given.